Event description:
Complainant alleged that while treating a pt (age unk), the device successfully shocked the pt multiple times. However, when the pt regained a pulse, the device indicated "shock advised" again. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll med corp has received the product and will be providing a follow-up report when our investigation is completed.